Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer .

Event description:
It was reported that patient underwent revision in (B)(6) 2015 for instability. In (B)(6) 2015 patient underwent subsequent revision for dislocation of the hip with disengagement of the constrained liner from the acetabular component.

Manufacturer narrative:
An event regarding disassociation involving a trident 0 degree liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the subject device was not returned. Medical records received and evaluation: no medical records were provided for review. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient underwent revision in (B)(6) 2015 for instability. In (B)(6) 2015 patient underwent subsequent revision for dislocation of the hip with disengagement of the constrained liner from the acetabular component.